Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6) 2014. Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning with polarity switch since the last in-office check. Undefined low bipolar impedance was noted, with impedance fluctuations noted over time. Intermittent noise and non-physiologic signals were also noted, which could not be reproduced with isometrics, palpation of the device, deep breathing, or patient movement. The noise resulted in frequent mode switches. Artifact was noted while the patient was sitting completely still. The patient was temporarily programmed to unipolar, whereupon significant far-field r-wave (ffrw) oversensing and intermittent oversensing of non-cardiac signals was noted. A lead insulation issue was suspected. As the patient was asymptomatic, the physician opted to continue to monitor the lead, and the atrial lead remains in use. No patient complications have been reported as a result of this event.